Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir would not fit in the chamber while changing the reservoir. The customer's blood glucose was unknown at the time of incident. The customer performed the displacement test and the piston went all the way forward and alarmed no reservoir. The customer rewound the insulin pump and the reservoir did not fir in the chamber. Troubleshooting was not performed and the device will not return for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08710 inches. The p-cap / reservoir fitted and locked properly. Device received with cracked case at the display window corners, reservoir tube lip and battery tube threads. Device received with stained end cap sticker and back address / serial number label. Device received with minor scratched display window and case.